Event description:
The customer reported the system would intermittently fail to produce a live fluoroscopic image. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.